Event description:
It was reported that the patient had a loss of therapeutic effect from their implantable neurostimulator (ins) and was hospitalized due to being sick, throwing up (including blood), and nausea. The patient was on ¿ritalin or something with and r¿ but it was not helping. It was noted that the patient had also b)(6) lbs. The patient was scheduled for ins replacement surgery due to normal battery depletion on the day of report but was ¿denied¿ and the hospital did not have the product. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2003 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2003 (B)(6); product type lead. (B)(4).